Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The devices have not been returned to the manufacturer for evaluation. Summary report attached which includes information pertaining; PICC placement dates, date of events, patient bmi, patient interventions and batch information.

Event description:
It was reported that 15 piccs kinked. Tpa was used in 8 piccs. PICC dwell time in patients ranged from 1 to 30 days. Piccs were repositioned, removed and/or replaced with 1 requiring a referral to interventional radiology (ir). This report addresses all 15 devices.